Event description:
It was reported that a minicap sponge had inadequate iodine. This was discovered before use. The caregiver stated that the sponge was orange/brown and appeared to have iodine on it, however, the iodine appeared dry or partially dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 29 of 35.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 12/3/2014 ¿ 12/9/2014. The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.